Event description:
It was reported that a pt for a time period of 2 months had a red oozing itchy rash under the tape border this is the second experience of this condition. The pt has used the same wafer product for many years. The pt had seen a physician and was using 2 types of creams, reported that the rash went away and then returned. The pt also reported a weight gain and that they are using eakin seal and washes skin with water only.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.